Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices.the manufacturer received information alleged black particles in tubing chamber .there was no report of harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported on this device in (MDR 2518422-2022-90537). This report was submitted as a duplicate report of the previously submitted report.